Event description:
It was reported that following implant of a new distal catheter segment the pt developed right leg pain. A magnetic resonance imaginge (MRI) scan was performed (2005 which revealed enhancing granulation tissues and fat at the laminectomy site. No significant theccal sac or nerve root compression was noted, though there was some ederma of the right nerve root proximal to the foramen. Approx one year later, a CT scan of both the thoracic and lumbar regions was obtained (2006). The scan did not reveal any masses. Two months later, the pt underwent a myelogram of the spine which revealed dorsal extradural effacement of the thecal sac at the l4 leve by a mass that appears to surround the epidural catheter tip. A post-myelogram CT of the lumbar spine which noted a 1.5cm anteroposteriorly by 2cm transversely by 3.5cm cranio-caudally dorsal extradural mass at the level of l4 vertebra surrounding the epidural catheter tip. The mass markedly effaced contrast in the thecal sac at l4. The pt was seen in the clinic about a week later and the pt was diagnosed with a second fibroma. The pt was being titrated down off her pump medication 25% per week, and then the pump system would be removed. The pt was seen by the neurosurgeon at the end of the month. It was reported that the pt had developed fairly severe bilateral calf pain over a period of months, which had become intolerable. The pt had been tapered off of the pump medication, but both the pump and catheter were still in place. The pt was still experiencing pain. The pt was scheduled for decompression surgery and the pump and catheter were to be removed at the same time. The precise date of surgery was not clear. The pt was seen for follow-up the end of the following month for removal of her staples. The pt was being managed with oral medications and recovered without sequela. The drug, concentration, and dose contained in the pump at the time of this granuloma were not reported. Ref MFR report # 2182207200802576.

Manufacturer narrative:
Refers to the catheter.